Manufacturer narrative:
The field service engineer adjusted the mixers, the main pump pressure, the gear pump pressure, and the rinse cuvette levels. A leaking valve was found and replaced. Precision testing and quality controls were performed and were acceptable. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the crep2 (creatinine plus ver.2) assay on a cobas c 503 analytical unit. The results were obtained from samples from two different tubes, drawn at the same time. The first sample resulted in a crep2 value of 96.5 mol/l. This result is deemed correct. The second sample resulted in a crep2 value of 69.6 mol/l. The questionable result was reported outside of the laboratory. The crep2 reagent lot was 64318001 with an expiration date of 28-feb-2023.